Event description:
Reporting status: serious injury/required intervention/permanent damage. Reporting rationale: restenosis requiring intervention; myocardial infarction. Device issue: no device malfunction has been reported. It was reported via a trial that in 2007, the patient underwent stenting of the pre-dilated 2nd diagonal with a xience v stent and the mid lad with a xience v stent. In 2009, the patient experienced unstable angina. The patient was hospitalized eight days later, and diagnosed with a non q-ware mi. Diagnostic coronary angiography revealed >=70% and <100% stenosis within the mid lad. It is unclear if this stenosis is within the xience v stent or another company's stents implanted four months prior. This was treated via cutting balloon and implantation of another company's drug eluting stent (des). The event resolved two months later. There is no additional information available.